Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller system interface board upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the system failed to boot up. There are no reports of patient injury or death associated with this event.